Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to a lack of sample. The root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) reported a system error (se) 2240 in an unknown cycle. The tsr had the cg power on the hc and down arrow to the alarm log and press enter. The alarm log showed on (B)(6) 2010, a se 2240. The cg stated therapy would be finished with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone; the nurse stated they have spoken to several people about the event. The nurse stated they thought the alarm was due to faulty cassettes. The nurse did not have information on the cassettes. The nurse confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore, a batch review cannot be conducted.